Manufacturer narrative:
The field service engineer (fse) replaced pinch lv13 that had been functioning intermittently. The fse reported there was no evidence of fluid leak from pinch valve lv13. The fse replaced pinch valves lv14 and lv15 and cleaned the probe wipe block as part of preventative maintenance (pm). The fse also adjusted the low vacuum that was out of specifications, this resolved the vacuum errors. System performance was verified. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately one fourth of reagent fluid overflowed from the baths and onto the counter during system startup involving the coulter act diff 12 analyzer. The customer had bleached the baths and replaced the filters and noticed the orientation of the pump tubing was on backwards. Beckman coulter customer technical specialist (cts) guided the customer through adjusting the pump tubing and rebooted the system; vacuum system error was obtained. The customer was wearing protective gloves at the time of the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient consequence associated with this event. The instrument was not in use and service was requested. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control or risk management plan in place.